Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Called the customer to perform touch screen tests and calibration based on the service manual. Results shows the touch screen still not working. Asked engineer to perform another touch screen calibration on the device. Product investigation is still ongoing. Follow up report will be submitted once the results of the investigation already available.

Event description:
The customer reported the touch screen of the bellavista ventilator is not reacting on touch inputs at all or insensitive while touching it. There is no patient involvement associated with the event.